Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The premature deployment and/or exposed stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the exposed stent likely occurred due to operational context.

Event description:
It was reported that during unpackaging of the absolute pro 9.0 x 40 mm self-expanding stent system, during removal of the device from the tyvek pouch, the stent implant was observed to be partially deployed (flowering) and therefore could not be used on the patient. There was no patient contact. There was no clinically significant delay reported. No additional information was provided. Return device analysis revealed that the distal end of the stent was exposed 4 mm from the sheath, but was not flowering.